Event description:
It was reported that a small volume folfusor had air bubbles in the tubing. This occurred after the device was filled with an unknown drug and sealed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.